Manufacturer narrative:
The 510k # is k062195. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6), 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was prompting an 'er2' message. Per the onetouch ultra owner's booklet, this error message could be caused either by a used test strip a problem with the meter. The complaint was classified based on the conversation the customer care advocate (cca) had with the patient. The patient reported that the alleged error message began to appear on the morning of (B)(6), 2011. The patient informed the cca that he tests 4 times a day and manages his diabetes with insulin. As a result of the alleged issue, the patient claimed he was unable to test his blood glucose. Approximately 1 hour after the start of the alleged issue, the patient reported that he felt dizzy and shaky. The patient informed the cca that he ate in response to the symptoms. At the time of troubleshooting, the cca was unable to replicate the error message with the subject meter. The cca walked the patient through a test and was able to obtain a result. Replacement product was sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.